Event description:
It was reported via repair work order that the brakes were not holding due to broken caster stem and also power inlet connector was cracked and loose. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.